Manufacturer narrative:
By checking the DHR of the lot# involved, no anomaly was detected. This is the first and only complaint received on this lot#. We will submit a final report once the investigation will be concluded.

Event description:
Intra-operative issue occurred on (B)(6) 2019. During smr reverse surgery, head of the screw cod 8420.15.020 lot #1917044 partially broke off. The broken piece was taken out from the patient and the screw was not replaced, because surgeon believed it would not compromise the stability. The event did not prolong the surgery. Complaint source reported that root cause of the event could be the excessive force applied by the surgeon. Event occurred in (B)(6).